Event description:
On (B)(6) 2011, a patient was implanted with a gore® viabahn endoprosthesis to treat a sacular aneurysm (2.8cm) in the right popliteal artery. It was reported to gore that the viabahn stent graft was observed to be ruptured. The patient had come in for a routine three year follow-up exam with doppler ultrasound and angiography. The patient was treated with another viabahn and was discharged.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
The actual manufacturer awareness date of reportability was august 21, 2014.